Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va1duv1, product type lead.

Event description:
Additional information from the healthcare professional (hcp) reported they didn¿t know of a lead migration. The hcp stated the patient had a permanent lead put in and said it worked at first then wasn¿t working and didn¿t know if it moved or not, but then they ended up putting in the implantable neurostimulator (ins) in and it worked for the patient. The hcp stated they don¿t know the cause of the lead migration since they don¿t have any documentation that it did migrate. The caller stated for diagnostics, when the patient came to the operating room for ins implant, they used fluro, test connection was identified and evaluated, sutures holding the boot were cut, they connect the ins and tested it and it worked for they implanted the ins. The caller stated the patient was seen on (B)(6) for follow up and incision appeared to be healing well. There were no further complications that have been reported as a result of this event. The indication for use is unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
A consumer reported via the manufacturer¿s representative (rep) the lead migrated so the physician might have them go in for surgery to readjust the lead. It was unknown if the issue was currently resolved, but no further complications were reported.